Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagus. According to the reporter: at the third firing a doctor found it could not be used for firing even after no problem was confirmed in the jaw to be closed and opened. The conditions of lighting of the indicator lamps of the stapler was confirmed. Operating time not extended. Using new one the case was completed with no problem. No patient harm. The patient current status: good additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used.